Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. There was a loose clamp at the manifold leaking. They tightened the clamp and autotuned it. No new parts needed.